Event description:
Impact 754 ventilator was being used on a pt when device became intermittently operable. The end user reporter there was no serious injury to the pt and that back up ventilation equipment was used at the time of the event during periods in which the ventilator was not working. Though it was reported that serious injury to the pt did not occur, we have submitted this as a serious injury because intervention using back-up ventilator equipment was needed to preclude permanent impairment or damage due to the device malfunction.

Manufacturer narrative:
Problem found with intermittent device pcb. Pcb was replaced. Problem also found with power supply which was also returned to impact with the unit - power supply had low output and was replaced with a new power supply module.